Event description:
Per the initial reporter, the nurse allegedly pinched her finger in the headrest while adjusting it. According to the initial reporter, the user's finger was bruised.

Manufacturer narrative:
User had finger pinched in headrest. This resulted in alleged bruising. There is no established expiration date for this device. Said device was not evaluated. The malfunction has occurred previously and was investigated. This malfunction has been reported previously in MDR 2031963-2009-00003. Device manufactured date is unknown at this point. Further attempts will be made for this info. Evaluation summary: table headrest design seems to result in a pinch point between the pivot lever and the table top. The incident was a result of an unforeseen event of having the end user place a finger between the table top and pivot lever. This is not a single-use device.